Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump needed to be primed daily. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed no evidence of a loss of prime was recorded. No loss of prime alarms occurred during investigation. The force sensor calibration reading was found to be within the required specifications. The complaint of the loss of primes was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.